Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 5116022/5131298/5116513/5104941.

Event description:
It was reported that the patient had inadequate stimulation. All components were explanted and discarded by facility.